Event description:
Promos reverse shoulder system implanted on (B)(6) 2012. Signs of infection in (B)(6) 2015. Breakage of the humeral stem cone without trauma event observed on (B)(6) 2015. Revision surgery due to breakage of the implant and signs of infection performed.